Event description:
It was reported that the patient was in atrial tachycardia (at)/atrial fibrillation (af) with rapid ventricular response (rvr) and received inappropriate therapy. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554-53, lead, implanted: (B)(6) 2010. (B)(4).